Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) shut off during use after approximately 10 minutes was confirmed through archive data review, but not during functional testing. No device malfunction was identified during testing, and the platform functioned as intended. Review of the archive data indicated that the autopulse platform stopped compressions due to user advisory 17 (max motor on-time exceeded during active operation) and then powered off during multiple sessions, approximately 10 minutes of compression time, confirming the reported complaint. User advisory 17 is a clearable alert designed to notify the operator of specific conditions, such as a twisted lifeband or low battery voltage. In this case, the likely root cause of the repeated compression interruptions was patient chest stiffness, which triggered the advisory and caused the system to shut down as a protective measure to prevent overcompression. The autopulse passed the preliminary functional test without any fault or error. During further testing, the drivetrain motor brake gap was inspected and verified to be within the specification of 0.008" ±0.001". A load cell characterization test was performed, and the results indicated that both load cells functioned within the specification. The platform was tested using the large resuscitation test fixture (lrtf) until the battery was fully discharged, with no faults or errors observed. The autopulse platform performed properly and as intended. Following service, the autopulse platform successfully passed all testing criteria.

Event description:
The customer reported that the autopulse platform (sn (B)(6) shut off in the middle of use after about 10 minutes. The customer stated that the crew did not report any user advisory. The crew reported that sometimes lifeband would open at the velcro. According to the customer, the female patient weighed close to 250 lbs., and the lifeband fit around the patient's chest properly. Manual CPR was initiated and continued after the lifeband opened. The crew decided to continue manual CPR and use the platform as a hard surface to transport the patient on. No consequences or impacts on the patient.